Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of over 600 mg/dl due to crimped tubing. Customer stated that the infusion set got clamped by the belt clip. The customer treated the high readings with manual injection. Customer did not troubleshoot for high blood glucose. The insulin pump will not be returned.